Event description:
It was reported that post op of a laparoscopic assisted vagina hysterectomy, in recovery the patient developed bleeding. Opened patient and estimated blood loss is 1500-2000cc, additionally there was diffused bleeding from every peritoneal area.

Manufacturer narrative:
Information not available, device not returned for analysis.